Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle? The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle breaks off of the suture polymer. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the needle did not fall into the patient. No additional incisions were needed to be made.

Manufacturer narrative:
Pc-(B)(4). An opened box with an unopened sample was returned was sent for analysis. During the visual inspection of unopened sample 1, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. The sample was tested by needle pull and meet the finished goods requirements. Per the conditions of the sample received, no attachment defects were found and the tested sample met the finished goods requirements.